Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown femoral catalog#: ni lot#: ni unknown tibial tray catalog#: ni lot#: ni. Report source: foreign source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left knee revision approximately seventeen months post-implantation due to instability. During the revision, the pcl was noted to have failed. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified to be limited and it was noted no complication during the initial surgery. No other information was noted from the medical record. X-rays were not reviewed because it was taken after 6 weeks of initial post-op. Serial or comparison images would be required to confirm progressive loosening. Furthermore, ligament instability or failure would not be visible on an x-ray. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for this item and the reported item and lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Per package insert: 87-6204-022-23: instability is known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.